Event description:
Customer using accu-chek compact plus system states, he is getting "hi" reading. Customer did back to back testing on same meter with blood glucose results of 44mg/dl at 8:42 pm, 128mg/dl at 8:43pm, 50mg/dl at 8:43 pm, 42mg/dl at 8:48pm, and 61 mg/dl at 8:48pm. Customer self treated by eating cookies, candy or juice to bring up blood glucose. No adverse event occurred. No quality controls were ran. A request was made for return of suspect device, and a replacement was sent. Compact plus system (compact plus meter, accu-chek compact test strips lot#20653742, exp date#03/31/2008).

Manufacturer narrative:
The suspect product is compact test strips.